Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen resulting in an unresponsive touch screen. Additionally, it was reported that the battery gauge was intermittently fluctuating. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump to resolve issue and continued using pump for insulin therapy.